Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that premature stent deployment occurred. The target lesion was located in the external iliac. After a 6fr introducer sheath was placed, a 7mmx60mmx120cm epic vascular stent was advanced but the stent was partially deployed accidentally inside the sheath. The physician was able to retrieve the stent delivery system. The procedure was completed with another 7mmx60mmx120cm epic stent. No patient complications were reported and the patient did great.